Event description:
The customer reported leaking at the luer lock connection during pt use. No pt harm or medical intervention was reported. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.